Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the enclosure was worn, stained, marked and cracked by water tank cover. In addition, both covers were cracked and marked. The line cord and water tank cover were also worn. The unit was equipped with an outdated pcb and power switch. Following the visual inspection, the investigator filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (no audible alarm) was confirmed during testing. The product problem occurred because of a faulty speaker on the pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The pcb and aforementioned worn components were placed. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the alarm on the level 1 hotline low flow system was not audible. No patient injury or complications were reported in relation to this event.